Event description:
Event description guidant received information that while in the hospital because of a fall, it was observed that this patient was experiencing loss of capture. Interrogation revealed noise on the ventricular electrograms and a rise in pacing threshold measurements. Technical services advised that the testing be performed to assess the integrity of the lead.